Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an infusion pump. The pump was not currently delivering medication. Indication for use was non-malignant pain and other non-malignant pain. Beginning (B)(6) 2015, the patient reported that she felt her pump had been shocking her and currently it was vibrating and shocking. The patient had been feeling the shocking about every 25 seconds. Currently the vibration was constant and the patient was still being shocked 2-3 times per minute. The patient felt the sensation was coming from the pump but she also felt it through her back and legs. The patient had gone to the doctor and they advised her to put a magnet over the pump. The patient stated that she had been doing that but it did not help with the shocking or vibrating. Outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received from a consumer. The patient was shaky all of the time and sleep was difficult between the noise, shocks, and constant pulsations. The patient had not been able to find a doctor to take care of the device. The patient's concomitant medications included nitroglycerin patches 4 mg, 1-12 hours per day; linisperol 5 mg; bystolic 10 mg; plavix 10 "mcq"; 80 mg aspirin; and prilosec.

Event description:
Additional information received from the patient reported no circumstances that lead to the shocking/vibrating sensation, it just ca me on. The steps taken to try to resolve the sensations included that the patient had gone to the emergency room (ER), and tried the magnet for two weeks to disrupt the programming (as advised). The issue had not been resolved. The patient had been having problems with the device for a long time, and in (B)(6) 2015 it had gotten worse. The shocks were described as not horrible, and more like the shock that you get in the winter when the air was dry. Reported as more annoying than painful. The vibrations made the patient extremely nervous. If additional information is received this report will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had been unable to find an hcp that would work with her pump and the device had been vibrating and shocking her for 8 months. Additionally, the patient had been throwing up blood for 2 days. Every 9 days, she would throw up blood.